Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used. Source: online phone.

Event description:
Consumer reports 2 alleged false positive results with expired test when compared to other rapid antigen test. Patient was symptomatic. Report 1 of 2.